Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer's mother reported via phone, the insulin pump was delivering insulin when the device is not supposed to. Customer had gone to school and her blood glucose lowered to 31 mg/dl, was treated with food when customer got home. Customer suspended the device and blood glucose currently was 336 mg/dl. Customer's mother programed the device. No additional boluses were recorded in the device history file. The device was not worn during an MRI. Customer's mother declined troubleshooting. Customer's mother was advised to revert to back up plan and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. Low reservoir alarm functioned properly during testing. The device had minor scratches on the display window noted during visual inspection.